Event description:
Following intravenous administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the right m1 m2 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The device was gently withdrawn without difficulty. Immediately afterward the patient¿s blood pressure showed a sudden and significant elevation and imaging demonstrated active extravasation from the posterior wall of the communicating segment of the right internal carotid artery. The vessel perforation was proximal to the initial deployment site of the device. The patient¿s blood pressure was lowered with intravenous administration of metoprolol (dose unknown) and 25mg of protamine sulfate was given to stop the bleeding. Serial neurological assessment demonstrated continued motor improvement. Follow up imaging confirmed spontaneous cessation of extravasation. Three days post procedure, the patient was discharged home. Six months follow-up demonstrated that the patient fully recovered without any residual effects.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and vessel perforation are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following intravenous administration of tissue plasminogen activator (tpa), successful mechanical thrombectomy of the right m1 m2 middle cerebral artery (mca) occlusion was performed using the subject retrieval device. Complete revascularization of the right mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The device was gently withdrawn without difficulty. Immediately afterward the patient's blood pressure showed a sudden and significant elevation and imaging demonstrated active extravasation from the posterior wall of the communicating segment of the right internal carotid artery. The vessel perforation was proximal to the initial deployment site of the device. The patient's blood pressure was lowered with intravenous administration of metoprolol ( dose unknown) and 25mg of protamine sulfate was given to stop the bleeding. Serial neurological assessment demonstrated continued motor improvement. Follow up imaging confirmed spontaneous cessation of extravasation. Three days post procedure, the patient was discharged home. Six months follow-up demonstrated that the patient fully recovered without any residual effects.